Event description:
It was reported the device did not alarm for occlusion. Following due diligence attempts, additional information was received by the customer. Injectafer (265ml) was programmed to infuse at a rate of 530ml/hr through a right chest port-a-cath. When the clinician checked patient thirty (30) minutes later it was noted that no fluid had infused, although the pump stated 201ml had infused. The clinician noticed the right port-a-cath line was clamped. Pump did not alarm for occlusion. The line was unclamped, and the infusion was finished. There was no patient harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, PMA / 510(k)#, report source. Additional information: report source other, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module did not alarm for any occlusion was not confirmed from the log analysis or replicated during laboratory testing. The test results for replicating the issue do not show an error in the occlusion alarm system. Asm tests passed without errors or malfunctions. The patient side occlusion test alarming for occlusion on patient side passed with a recorded pressure of 11.6 psi. The suspect pump module was set for a functional test infusion programmed for a rate of 500 ml/h and vtbi of 1000 ml; the test was completed without any alarm or anomalies being noted. An analog pressure sensor task was performed utilizing alaris system maintenance; voltages from patient side and bottle side sensors were under the specified range of operation when applying zero force but performing within specification when applying full force. The suspect pump module (s/n: (B)(6)) and concomitant pcu (s/n: (B)(6)) logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date as 24mar2025 and the time is not reported. The customer reported that the device did not alarm for occlusion during an infusion. The drug infusion reported was injectafer (ferric carboxymaltose) with a rate of 530ml/h and vtbi of 265 ml through a right chest port-a-cath. When the clinician checked patient thirty (30) minutes later it was noted that no fluid had infused, although the pump stated 201 ml had infused. However, the infusion reported by the customer is not seen in the log on the event issue, or on any day in march. At 8:51 am the system powered on, and the suspect pump module was attached on channel a with pvi = 0 ml at 8:51 am the suspect pump module was programmed for a primary infusion of injectafer (ferric carboxymaltose). Drug amount= 750 mg, diluent volume = 250 ml; dose = 750 mg/kg/h and concentration = 3 mg/ml with rate = 200 ml/h; vtbi = 300 ml; infusion lasted three (3) minutes and 8.304 ml was recorded as being infused. At 8:54 am the suspect pump module was reprogrammed with rate 530 ml/h and vtbi = 291.8 ml; infusion lasted thirty-three (33) minutes and 300.12 ml was recorded as being infused. At 9:27 am the system was powered off and suspect pump module removed with tvi = 300.12 ml the bezel date code of pump module was observed as 9/24 (september 2020) and was not recall affected. Alaris system with guardrails suite mx v12.3 user manual states; failure to follow proper administration set loading instructions might lead to an instrument malfunction. Before operating the instrument, verify that the administration set is free from kinks and correctly installed. Ensure that tubing is fully inserted in the air-in-line detector to reduce the potential for nuisance air-in-line alarms. Ensure tubing placement is over pressure sensors. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). The device was disassembled for this investigation. Please replace the bezel assembly of the pump module. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Concomitant pcu s/n: (B)(6) (w/o: (B)(4)). Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause for the reported failure alarm for occlusion was not definitively determined or replicated during laboratory testing. The returned device was fully evaluated, laboratory testing performance demonstrated the device alarming for occlusion as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the device did not alarm for occlusion. Following due diligence attempts, additional information was received by the customer. Injectafer (265ml) was programmed to infuse at a rate of 530ml/hr through a right chest port-a-cath. When the clinician checked patient thirty (30) minutes later it was noted that no fluid had infused, although the pump stated 201ml had infused. The clinician noticed the right port-a-cath line was clamped. Pump did not alarm for occlusion. The line was unclamped, and the infusion was finished. There was patient involvement but no harm.